Event description:
The customer alleges that the blade was broken in the package. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.